Event description:
Additional information was received from the manufacturing representative (rep). They reported that as resolution for the infection, full replacement of the device was performed. The issue was resolved. They did not ask the customer to return the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that their previous implant was removed because it became infected immediately. Patient stated that the surgeon was completely inadequate and left the implant in their body. Patient said they ended up with mrsa and was on antibiotics from may through december. Patient mentioned that it took from december to march for the wound to finally heal. Patient noted that they switched surgeons and their new surgeon took the implant out of their body to implant the new one. Patient provided some feedback about the previous healthcare provider (hcp).